Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial bearing, catalog #: unk, lot #: unk; unknown vanguard femoral component, catalog #: unk, lot #: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08452; 0001825034-2018-08453. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient experienced wound concerns that were treated with antibiotics.

Manufacturer narrative:
(B)(4). This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change of alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.